Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an venotomy closure of a left common femoral vein using a prostyle device after an interventional patent foramen ovale closure procedure with a 6fr sheath. Reportedly, resistance was noted upon device removal. Once the device was removed the suture was found to be hung up on the anterior footplate and tissue was wrapped around the footplate. The suture was locked and the suture was cut to remove the device. The physician noted that there was no resistance with the lever when removing the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to open or close, unintended system motion, and entrapment was confirmed as a malposition of the device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the malposition of the device and subsequent treatment appears to be related to circumstances of the procedure. In this case, an interaction of the device with patient anatomy or friable femoral vessel likely occurred causing a malposition of the suture leading to the suture catching on the anterior footplate. The reported resistance removing the device and entrapment is due to the suture being caught in the footplate. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - lot #: updated from 5013141 to 4102641. D4 - expiration date: updated from 12/31/2026 to 9/30/2026. D4 - primary UDI number updated from (B)(4) to (B)(4). H4 - device mfg date: updated from 1/31/2025 to 10/26/2024.